Manufacturer narrative:
The returned device was evaluated and the data was unable to be downloaded during investigation. There were no problems found with the batteries that would prevent the data from being downloaded. The piezo kill switch was found to be broken, however it could not be conclusively determined if a hazard alarm was alerted to the user. The cause of the reported event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that they were in the hospital but no further information on treatment or visit provided. The patient had blood glucose of 089 and 106 mg/dl and later it was reading between 147 to 117 mg/dl. The pod was worn between 4 and 24 hours on the arm.